Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with instructions to reset the pump, which resolved the error. The customer was advised to wait 20 minutes before starting their sensor session, and they understood and acknowledged this guidance.